Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros creatinine (crea) result was obtained from a single patient sample tested on a vitros 5600 integrated system. The most likely assignable cause of the event is unknown. A sample related issue cannot be completely ruled out as the customer was not following the sample collection device manufacturer recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. It is possible that pre-analytical sample mix-up was the cause of the event. The indices for each test event were reviewed from e-connectivity and the indices were below the cutoffs for both test events. In addition, the sample viscosity for both test events were identical. Therefore, it was not possible to confirm or rule out that pre-analytical sample mix-up occurred. Historic vitros crea quality control results were acceptable within the timeframe of the event, indicating that vitros crea slide lot 1515-3572-0682 was performing as intended on the vitros 5600 integrated system. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros crea slide lot 1515-3572-0682. A performance issue with the vitros 5600 system did not likely contribute to the event as a diagnostic vitros alkp diagnostic within-run precision test was within-in acceptance criteria. The vitros alkp diagnostic within-run precision test is used to assess performance of the vitros 5600 integrated system. Therefore, an instrument related performance issue did not likely contribute to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible higher than expected vitros creatinine (crea) result was obtained from a single patient sample tested on a vitros 5600 integrated system. Patient sample vitros crea result of 12 mg/dl vs. The expected result of 0.90 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros crea result was not reported outside of the laboratory and there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).